Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al5879 number, and no non-conformances were identified.¿

Event description:
It was reported that the patient underwent an enterotomy closure procedure on (B)(6) 2019 and suture was used. The needle pull off the suture during use. Another device was used to complete the procedure. There were no patient consequences reported.